Manufacturer narrative:
Device evaluated by MFR: mustang 5.0 x 40, 40cm, 24atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm distal of the distal markerband and extending approximately 31mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified anastomosis of posterior tibial artery (pta), part of distal bypass. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflaton at 22 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified anastomosis of posterior tibial artery (pta), part of distal bypass. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 22 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.